Event description:
Device 2 of 3. Reference MFR. Report # 1627487-2011-00070 and 1627487-2011-00072. The pt received her scs sys on (B)(6) 2010 consisting of an ipg, a percutaneous lead placed peripherally (off-label indication) and a surgical lead placed in the thoracic region. It was reported that the pt suffered a fall and landed on the ipg. Since the incident she is allegedly feeling a burning sensation at the ipg site. The reported discomfort is said to intensify when the amplitude for her stimulation is increased. In addition, it was claimed that the pt's stimulation is not as effective as it was prior to her fall. An x-ray was taken which revealed that both of the pt's leads had migrated. Surgical intervention will be undertaken to rectify this matter; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.